Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer either changed the site or had changed the supplies on the pump. The customer's blood glucose (bg) level ranged from 300-452 mg/dl with a moderate ketone level and insulin injections were used to address the high bg levels. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.